Event description:
It was reported that the patient presented for routine device change out. The right atrial lead exhibited an impedance anomaly. The lead was capped and replaced successfully on (B)(6) 2017. No complication prior during and post procedure.